Event description:
Emergency medical technicians connected the device to a pt diagnosed with an asystolic rhythm. While in transport, the operator used the device in automated external defibrillator mode to analyze the pt ECG. Reportedly, the device advised shock for the asystolic pt and started to charge. The operator dumped the defibrillator charge. The pt was not resuscitated but was never considered a candidate for device defibrillator therapy.